Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent auto-off alarms occurred. Customer alleged that there had been interaction prior to alarms. Additionally, it was reported that the pump history was intermittently missing data despite the pump being in use. In addition, the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.